Manufacturer narrative:
Integra has completed their internal investigation on 11/22/2015 . The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: complaint not confirmed - no issues observed. The returned unit it has passed all specific functional testing requirements, the shock cushion has moved forward in handle and is impeding 6in transitional from going into handle. The shock cushion is worn. Repair cannot duplicate complaint. General maintenance and cleaning was required. This device was manufactured on june 30th, 2005. Service history: date of service: (B)(6) 2015 reason for repair: routine maintenance. A two year lookback in trackwise for this reported failure and or related to "moved after it was locked " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary the end users reason for return could not be verified or duplicated. General maintenance required.

Event description:
The mayfield base was connected to the horseshoe headrest and the doctor said the base unit moved after it was locked in place. There was no injury to the patient. The device was immediately swapped out for another base unit. Additional information received from the customer on 09 oct 2015: the patient was in the clamp for a posterior cervical fusion and the surgeon and assistant thought it was "drifting" down. There was no "real" delay in surgery. No other information was provided.